Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2006 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent gynecological procedures concurrent with a total vaginal hysterectomy [3/10/2006] on (B)(6) 2006 and (B)(6) 2006 due to uterine prolapse and 3rd degree rectocele [(B)(6) 2006], cystocele and stress urinary incontinence [(B)(6) 2006], and mesh were implanted. It was reported that patient underwent mesh revision on (B)(6) 2009 and again on (B)(6) 2011 due to mesh exposure. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, urinary/bowel problems, bleeding, frequency, dysuria.

Manufacturer narrative:
Additional narrative:it was reported that the patient experienced mesh exposure and was resected following the procedure.